Event description:
This lead was implanted on (B)(6)2002 and was explanted on (B)(6)2013. Due to infection. The physician was dr.(B)(6) at (B)(6) medical center / (B)(6), wa. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).